Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer remoted in to check for failed drawers and found none; all drawers were on the bus, and after the director shut down and rebooted the station, the issue was resolved and the drawers recovered. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 and 1.2 failed and required maintenance. The customer rebooted the station and performed the recovery storage procedure; however, the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.